Event description:
The account alleged the bed will not send a nurse call. The account has replaced the communication cable and taken the bed to another room, but the issue remains. The account indicated with the right siderail unplugged the bed will send a nurse call from the left siderail and pendant.

Manufacturer narrative:
The account replaced both the caregiver and patient siderail membranes to repair the bed.